Event description:
An initial event notification was received by sequel med tech, llc, on 20-apr-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported that they received persistent line blocked alarms, despite changing their infusion site multiple times. The user was reportedly hosptialized due to hyperglycemia, with a continuous glucose monitor (cgm) reading of "high" (>400 mg/dl). The user was discharged with manual insulin injections. No information was provided regarding the hospitalization or treatment provided while admitted.

Manufacturer narrative:
Based on the information available for assessment, a specific root cause for the reported line blocked alarms cannot be confirmed. The line blocked alarm is in place to alert the user that insulin is blocked from being delivered, which may occur due to a kink in the infusion set tubing or at the infusion site. Outreach attempts were made to gather additional information without response. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twist automated insulin delivery (aid) system user guide provides information about system alarms and the recommended actions associated with them, including the line blocked alarm, as well as ways to prevent hyperglycemia. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.